Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located a crack in the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case, cracked case (battery tube), label damage, battery tube threads - cracked and cracked retainer. Cosmetic damage was confirmed cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device.